Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided . K011028, k013227.

Event description:
It was reported that dr. Indicated allergic reaction. The patient came to the clinic due to the missing tooth of left upper. After examination, the implantation was performed. The zimmer tsv implant of 3.7*8 was implanted. The primary stability was good. The patient reflected that there was redness and swelling around the implant, accompanied with severe pain. The patient came to the clinic for examination. The allergy of the patient was found. On request of the patient, the implant was removed. Symptoms: pain, edema and redness and swelling around the implant. Tooth site # 13.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Implant matched prints where measured. No malfunction was noticed during product evaluation that will contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), inadequate oral hygiene. The reported device was located on tooth # 25 (fdi) and was used for approximately 9 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63800659). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#3322) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63800659) for similar events and one (1) other complaint was identified (B)(4). Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event (allergic reaction) or product (tsvb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.